Manufacturer narrative:
Failure analysis noted that the pump alarmed button error due to corroded keypad traces. There was moisture damage on the electronics, motor and battery tube assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 83 mg/dl at the time of incident. The customer stated that the pump alarmed button error and they were unable to clear it. The customer stated the pump was tucked in her bathing suit when she was out at the sea because she thought the pump was waterproof. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.